Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 52 mm abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the aneurysm length was 110 mm. The pt's vasculature was reported to be non-tortuous with no calcification, and the aortic neck was reported to be long. The pt has a history of hypertension and renal disease. After the device was deployed, it was reported that there was difficulty in retracting the runners, and the stent graft pulled downed approximately 4 cm. A 28 mm diameter x 3.75 cm length aortic cuff was implanted to assure an adequate seal. Final angiogram demonstrated no endoleak and an acceptable outcome.